Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The disposition of the device involved in the event was unknown; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2022, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date, the patient pulled out the j-tube and experienced stoma site irritation and secretion. The patient was treated with intravenous (IV) ceftriaxone twice daily. On an unknown date, an abscess was observed at the stoma site, as well as hardening of the abdominal wall about 3 cm. Around the stoma. On an unknown date, the peg tube was also removed. The patient continued with the ceftriaxone therapy, and a peg-j replacement was scheduled.